Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported leak when the balloon catheter was pressurized. A search of the complaint handling database was performed and there were no other complaints identified from this lot related to hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. It was determined that the root cause of the event was potentially related to hub assembly during manufacturing and corrective and preventative actions were implemented. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a restenosed lesion in the popliteal artery. The 5.0 mm x 80 mm x 135 cm armada 35 was prepped successfully and advanced to the target lesion without resistance. The armada 35 balloon was inflated to 10 atmospheres (atm) successfully, but during inflation a slow leak was noted at the hub. The balloon deflated and was removed from the patient anatomy without any issues. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.